Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was explanted and replaced during a lead replacement procedure (reference MFR report: 3008829311-2017-00092). After the leads were explanted and replaced, the ipg would not communicate with external devices. Troubleshooting was attempted to no avail. The physician opted to then replace the ipg and the issue was resolved.